Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture's database indicated the patient died approximately eight months post implant of the device approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned and analyzed. Visual inspection of the lead segment noted no anomalies. It was noted that there was a white substance observed on the lead surface and a cosmetic depression was noted on the surface of the outer insulation at the connector. (B)(4): the proximal segment of the lead was returned and analyzed. Visual inspection of the lead segment noted no anomalies. It was noted that the distal conductor was distorted, an outer insulation breached cut, a cosmetic depression was noted on the surface of the outer insulation at the connector and apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.